Event description:
A surgeon reported that during surgery, the wire that releases the shunt from the injector was misaligned and it would not release the shunt. In a f/u, the surgeon reported the following: "extreme" effort was done to disengage the shunt from the inserter. The chamber flattened, the iol was captured temporally by the iris. There was positive pressure associated with the flat chamber and this resolved when the iol was physically pushed behind the iris. There was a brief episode of "malignant glaucoma" which resolved quickly and the chamber deepened. There was bleeding near the osteum in the anterior chamber after disengaging the shunt. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the sample has not been received for eval. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to acceptance criteria. The root cause cannot be determined at this time. There has been one other similar complaint (no pt harm) reported in the lot number. Add'l info was requested on (B)(4) 2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. Add'l info has been requested on (B)(4) 2012 and (B)(4) 2012. (B)(4).